Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned instrument cannot confirm the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the instruments won¿t thread properly and the surgeon complained and the doctor made it known they need to be replaced.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned instrument cannot confirm the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.